Manufacturer narrative:
Insulin pump was received motion sensor test failure alarm during rewind due to motor encoder signal out of phase. Unable to perform the self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test or verify operating currents due to motion sensor test failure alarm. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motion sensor test failure. The customer¿s blood glucose level was 139 mg/dl at the time of the incident. Customer was advised to replace the insulin pump. The insulin pump will return for analysis.